Event description:
Suspected loosening of the hip stem due to patient complaints of pain and imaging results. No action is taken for now, unless complaints worsen.

Manufacturer narrative:
An event regarding loosening/early stem instability involving an accolade stem was reported. The event was confirmed. Method & results: -device evaluation and results: not performed as the reported device was not returned for evaluation. -medical records received and evaluation: a medical review was performed concluded: "as such, only stem instability was left as potential source of complaints which represents a quite plausible explanation for all facts and findings reported. No evidence to suggest that device related factors have played a role, neither would such be plausible or probable with the current failure mode." "Early stem instability as caused by less than perfect fit between distal stem geometry and patient anatomy causing local complaints upon weight-bearing. Secondary stabilization of stem appears probable although current time of follow-up is still inadequate to confirm this with more certainty as based upon current radiological information." -device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a medical review was performed and indicated that there was no evidence of device related factors played a role. The medical review further indicated that "early stem instability as caused by less than perfect fit between distal stem geometry and patient anatomy causing local complaints upon weight-bearing". Return of the device is however needed to fully investigate the event . No further investigation is required at this time. If further information becomes available or the product is returned, this investigation will be re-opened. Product surveillance will continue to monitor for trends.

Event description:
Suspected loosening of the hip stem due to patient complaints of pain and imaging results. No action is taken for now, unless complaints worsen.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device remains implanted.